Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(6). Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.